Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The f-95 alarm was identified during functional testing and the review of the alarm log. The cause of the condition was determined to be a misconfigured device. The device's configuration was reset in order to resolve this issue. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had an f95 (checksum error or alarm log data) alarm. There was no patient involvement. No additional information is available.